Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which including discharging, bench handling, low battery testing, and a defib cycle testing without duplicating the report. The device was recertified and returned to the customer. It is noteworthy to mention the territory manager and onsite zoll representative went onsite and provided battery management training, and will be changing all of their aged batteries, which is the majority of the their fleet. The accessories have not been returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.